Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the left ventricular lead dislodged; it was not fixed firmly. It was also reported that the right atrial lead was difficult to place. The leads were not used and other leads were implanted. No patient complications have been reported as a result of this event.